Event description:
It was reported that the insulin pump repetitively alarmed failed battery test. The caller stated that no damage to the battery cap contacts nor battery compartment was observed. Upon troubleshooting, the alarm persisted and the caller was advised that the device be replaced. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.